Event description:
It was reported that during a selenia dimensions procedure the c-arm moved on its own and the left switch was not reporting. A field engineer examined the equipment and determined that a pinched rainbow cable/bad c-arm transition board was found. Both items were replaced and the system passed all tests and its functioning per manufacturer´s specifications. No patient or staff injury reported.